Event description:
The customer reported that while the unit was being used to transport a pt via helicopter, the unit displayed "iab catheter alarms". Therapy was continued. No pt injury was reported.